Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 314.451, lot: l605696, manufacturing site: hägendorf, release to warehouse date: 23 nov 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary background it was reported that on (B)(6) 2019, during routine incoming inspection of loaner kit, a handle with mini quick coupling and a 2.4mm stardrive screwdriver shaft were stuck together. The screwdriver shaft could not be removed from the handle. There was no patient involvement. This complaint involves two (2) devices investigation flow (device interaction/functional and visual) visual inspection the handle with mini quick coupling (p/n 311.01 lot ft00525) and 2.4mm stardrive screwdriver shaft (p/n 314.451 lot l605696) was returned and received at us cq disassembled. The screwdriver shaft was not observed to be jammed/stuck in the handle with mini quick coupling. The orange epoxy color mark was observed to be peeled off from the screwdriver shaft. No other issues were identified with the returned instrument. Functional test a functional test was performed by assembling the returned screwdriver shaft and handle with mini qc. The handle was able to accept and lock the screwdriver shaft, however, it was unable to accept and lock the screwdriver¿s full qc length. The handle with mini qc was able to release the screwdriver. No issues were observed for the 2.4mm stardrive screwdriver shaft as the complaint condition was due to the handle with mini qc¿s damaged coupler. The complaint cannot be replicated as the handle with mini qc was able to release the screwdriver shaft and the two parts were received at us cq disassembled. Device failure/defect identified document/specification review screwdriver stardrive t8 dental se_519384 rev b ¿ manufacture and current revision synthes dental coupling se_006448 rev 00 ¿ manufacture and current revision this complaint is not confirmed. The jamming of the screwdriver shaft in the handle with mini qc, as reported by service & repair evaluation, was due to the damaged coupler. There was no device interaction/functional defect found regarding the screwdriver shaft. The complaint was unconfirmed for the 2.4mm stardrive screwdriver. Investigation conclusion the complaint was not confirmed for the 2.4mm stardrive screwdriver shaft (p/n 314.451 lot l605696) as the jamming of the screwdriver shaft in the handle with mini qc, as reported by service & repair evaluation, was due to the damaged coupler. There was no device interaction/functional defect found regarding the screwdriver shaft. The orange epoxy color mark was observed to be peeled off from the screwdriver shaft. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined for the peeled epoxy, it is possible that it was due to rough handling/reprocessing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection of loaner kit, a handle with mini quick coupling and a 2.4mm stardrive screwdriver shaft were stuck together. The screwdriver shaft could not be removed from the handle. There was no patient involvement. This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 2 of 2 for (B)(4).